Manufacturer narrative:
Continuation of d10: product ID b3301542 lot # serial # (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2025; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 17-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced complications in (B)(6) 2025 related to a cyst near the implanted system. The patient reported that both sides had originally been implanted in (B)(6) 2024 and that the right-side implant was subsequently removed due to the cyst developing at the bottom of the implant; the patient was unsure if the lead was removed. The patient stated that during the surgical procedure, the cyst ruptured when the area was opened. The patient reported having undergone multiple mris following the removal. The patient believes their concerns were dismissed by the physician, and states that their condition deteriorated significantly afterward. The patient mentioned that they had the right and left implanted in (B)(6) 2024, but due to neglect or a lack of education, the situation was not addressed adequately, and the condition progressed to the point where they became a vegetable. The patient states they are better, but does have some retention problems because of that; they did have to remove the right side because that was what was making them sick. The patient only remembers any of that because it grew below the implant, and they kept coming to the doctor asking if they could get fluid on their lips. The patient has an upcoming appointment with a healthcare provider on (B)(6).